Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields- e2, e3. Based on the description, the patient was transferred from the operating room to the cvicu with an iabp in place. Shortly after arrival, the fiber-optic cable of the iabp malfunctioned and lost functionality. In addition, the sterile sleeve on the iabp catheter was not in place, which would prevent safe repositioning of the catheter if required later. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the sensation plus 8fr 50cc intra-aortic balloon (iab) fiberoptic cable lost function. Additionally, sterile sleeve on iabp catheter was not in place, preventing iabp from being able to be safely repositioned in the future if needed. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, e2, e3.

Event description:
N/a